Event description:
It was reported by the customer that a pyxis medstation es system had scanner failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner failed while dispensing medication. The field service engineer was able to resolve the issue by replacing scanner cord. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.